Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly lost to follow up. Due diligence attempts to obtain additional information were unsuccessful. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient¿s test data indicated impedance issues. Revision surgery is scheduled.